Event description:
Complainant suffered various injuries as a result of a car accident. Complainant receives pain medication via injectable syringes. Complainant feels the syringes should be recalled. Complainant's neurologist prescribed the pain medication. Complainant used one box of needles without incident. However, when complainant started to use the second box of needles he began to experience severe pain. He continued to inject himself five more times until the pain became so unbearable he could no longer stand the pain. Irritation and swelling developed at the injection sites. Complainant saw his physician. Physician said the injection sites were becoming infected. Complainant noticed that the needles appeared to be jagged and split. Complainant's physician also examined the syringes and told the complainant that the syringes appeared to be defective.